Manufacturer narrative:
(B)(4). Unknown, unknown liner, unknown, unknown, unknown stem, unknown, unknown, unknown head, unknown, unknown neck unknown. Report source, foreign ¿ events occurred in (B)(6). The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The compatibility check and complaint history search were not performed. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00023, 0001822565-2018-00274. Requested but not returned by hospital.

Event description:
It was reported that a patient underwent an initial right hip procedure. Subsequently, the patient was revised due to instability. Both the stem and cup were well fixed and removed. The operative leg was shortened to match the other side. A constrained cup was needed to prevent dislocation. Attempts have been made and additional information on the reported event is unavailable.